Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The ac charger board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. After the third attempt, the device delivered the discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.